Event description:
It was reported that prior to distal femur orif procedure, on back table, aiming arm bolt sheared off when tightening to the plate. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the shaft of the coupling bolt is broken. The relevant dimensions were checked and no discrepancy was found. The fracture face is homogenous which indicates material conformity. This clearly visible that the shaft was twisted before is broke. This and the stress marks at the contact surface are an indication that a mechanical overload during use caused this breakage. No manufacturing related fault could be detected.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.